Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through similulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient the issue that lead to this event was that her personal diabetes manager was not displaying the correct units of insulin on board. Symptoms reported include hyperglycemia, nausea, vomiting, headache, fever, stomach pain and back pain. The patient was treated with an intravenous fluids of insulin, potassium, sodium phosphate and sodium chloride; manually injections of humalog and lantus insulin were also administered. The patient was released after spending 6 days in the hospital. Patient was also prescribed lisinopril (10 mg; once daily) and diclofenac sodium tropical gel for back pain; patient was also advised to alternate between tylenol and motrin (over the counter) as needed.